Event description:
Boston scientific received information that the patient with this pacemaker,right ventricular defibrillation (rv) lead, right atrial (ra) lead experienced itching and a wart was observed around the device pocket area. The pacmaker, ra and rv leads was explanted and replaced due to a suspected patient infection. There was no additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products were not returned to boston scientific. A new pacing system was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.